Manufacturer narrative:
(B)(4). Medwatch number - (B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
Information received via medwatch. The customer alleges that the power drill stopped drilling about one half way through the procedure. The drill was taken off and pressed and began drilling again. The drill was re-connected to the io needle and failed. A peripheral IV was the placed for fluids and medications required during the cardiac arrest. There was no apparent adverse outcome for the patient related to this equipment failure.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious signs of damage were observed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device successfully completed the insertion without stalling with approximately 22 lbs. Of downward force applied. The test was then replicated but with a wood block and weighted scale. The driver stalled with approximately 50 lbs. Of downward force. A review of the product release form and certificate of conformance found that the driver passed all acceptance criteria. The device was released in 10/2006 and is more than 9 years old. Other remarks: the investigation found that the driver functioned properly with no abnormalities or defects. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint was not confirmed. No corrective actions will be implemented at this time as there were no device deficiencies identified which would have contributed to this report. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Information received via medwatch. The customer alleges that the power drill stopped drilling about one half way through the procedure. The drill was taken off and pressed and began drilling again. The drill was re-connected to the io needle and failed. A peripheral IV was the placed for fluids and medications required during the cardiac arrest. There was no apparent adverse outcome for the patient related to this equipment failure.